Manufacturer narrative:
During processing of this complaint, patient weight and complete event information were not requested due to patient not consenting to further contact. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a drg trial implant procedure, the patient experienced a cerebrospinal fluid (csf) leak. Reportedly, the physician discovered fluid soaking through the dressing and the patient complained of a slight headache. In turn, the dressing was changed and the patient headache resolved with drinking caffeine.